Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix housing. Testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observations of helix issues and difficult to position. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations listed above.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues during implantation. The physician experienced difficulties extending the helix mechanism. This lead was reported to be repositioned unsuccessfully several times. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. This device was received for analysis.